Event description:
Pt underwent colonoscopy and sustained sigmoid colon perforation. Two view of abdomen post procedure. Cat scan followed, showed free air. Pt to surgery, bowel resection. Pt to sicu, good outcome. Did result in extended length of stay.